Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has error code message of data acquisition (da) pcba adc failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The customer replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported issue. The unit has been put back to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no parts were returned for failure investigation no root cause could be determined.